Event description:
Boston scientific crm received information that the right atrial (ra) lead was surgically abandoned due to a fracture. Instead of replacing the ra lead, the physician opted to electively explant the patient's device and implant a vvi pacemaker. The original right ventricular lead remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated.